Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 5 and 24 hours on the arm. Symptoms reported include ketones and vomiting. The patient was treated with intravenous fluids and was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.